Manufacturer narrative:
Investigation yet to be concluded.

Event description:
It was reported that the catheters would not stick to patient's skin after application which led to product leakage. No other clinical consequence observed. Detachment of the catheters during installation causing leakage of the processing. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Two samples were received for evaluation. Visual inspection showed they were without the original packaging, no decontaminated, before use and inside in a plastic bag the samples were visually inspected under normal conditions of illumination to detect samples conditions that could cause functional issues. Samples received did not present any damage, kink or cut and with skin adhesive. During functional check, retractors were tested using an insertion pad, to see if the spring is activated and if is adhered the insertion of the needle. The spring was activated correctly, and the needle was retracted with no issues. The inserts were adhered correctly on the insertion pad and no defect was observed in the returned samples. Complaint is not confirmed. Root cause was not determined. No corrective actions taken.